Event description:
This spontaneous case was reported from a patient via french journal website and describes the occurrence of pelvic pain ("unbearable pelvic pain 24 hours a day") and allergy to metals ("allergy to nickel") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, thrombosis, coagulation disorder, nickel sensitivity and vaginosis fungal nos. In may 2013, the patient started essure. In 2013, 3 weeks after starting essure, the patient experienced vulvovaginal mycotic infection ("fungal infection") with vulvovaginal pain, vulvovaginal pruritus, vulvovaginal burning sensation, genital erythema and pruritus genital. On an unknown date, the patient experienced pelvic pain (serious criteria disability and clinically significant/intervention required), allergy to metals (serious criteria medically significant and clinically significant/intervention required) with erythema, micturition urgency ("constant urge to urinate"), discomfort ("feeling of heaviness"), fatigue ("more and more marked fatigue/ starting to get run down, wasting away"), abdominal distension ("belly was distended"), pain in extremity ("pain was beginning to go down into my legs"), weight decreased ("lost a lot of weight"), sexual dysfunction ("no sexual life"), negative thoughts ("psychologically I took a turn for the worse/ dark thoughts") and muscle spasms ("attack of spasmophilia"). The patient was treated with antidepressants, and surgery. Essure was withdrawn. At the time of the report, the pelvic pain was resolving and the allergy to metals, vulvovaginal mycotic infection, micturition urgency, discomfort, fatigue, abdominal distension, pain in extremity, weight decreased, sexual dysfunction, negative thoughts and muscle spasms outcome was unknown. The reporter provided no causality assessment for pelvic pain, allergy to metals, vulvovaginal mycotic infection, micturition urgency, discomfort, fatigue, abdominal distension, pain in extremity, weight decreased, sexual dysfunction, negative thoughts and muscle spasms with essure. The reporter commented: I contacted the gynaecologist again. For her, it still wasn't due to the inserts. I had more or less taken my decision: I told them that, in any case, I did not want to have the insert in me anymore. The gynecologist agreed to operate on me. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had unbearable pelvic pain 24 hours a day and allergy to nickel. She requested her gynecologist to remove essure. These events are anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, the exact temporal relationship between essure insertion and onset of pain was not reported. Given the nature of the reported event and lack of alternative explanation, a contributory role of essure cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, consumer had a previous history of nickel sensitivity. A causal relationship between allergy to nickel and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained, due to lack of reporter´s contact information.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had unbearable pelvic pain 24 hours a day and allergy to nickel. She requested her gynecologist to remove essure. These events are anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, the exact temporal relationship between essure insertion and onset of pain was not reported. Given the nature of the reported event and lack of alternative explanation, a contributory role of essure cannot be excluded. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, consumer had a previous history of nickel sensitivity. A causal relationship between allergy to nickel and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information cannot be obtained, due to lack of reporter´s contact information.